Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "dr. Was inserting a screw into the hemi cup with screwdriver and screw was almost fully down when the screwdriver tip sheared off and became stuck in the top of the screw (level with top of screw). Dr. Thought it was down far enough and continued with case. Poly liner was later inserted with no problems. This screwdriver was brand new. Just sent to hospital and used only this time."